Event description:
It was reported that pump displayed malfunction code malf 9 with no notable events occurred beforehand. There was no reported adverse impact to the customer¿s blood glucose level. Technical support guided customer through pump reset, malfunction did not recur after reset, customer was advised to continue using pump and to call back if malfunction code appeared again, and caller acknowledged and understood instructions.